Manufacturer narrative:
H6: investigation: customer reported 5 false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and after verification and several days of observation, the problem was not reported to us again the instrument is operational. The root cause was determined to be facility room temperature issue due to windows being opened. This is an unconfirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is unconfirmed for an instrument failure. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text: see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the client tells us that there are 5 false positives coming from all over the drawer. There was no problem with the temperature."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the client tells us that there are 5 false positives coming from all over the drawer. There was no problem with the temperature."